Event description:
This pt underwent surgery on the left side of face. A stryker drill was being used with copius amounts of saline irrigation. Retractors were in place. Upon removal of the retractors, a burn was noted on the edge of the pt's skin. The burn was temporary and the pt suffered no permanent sequela. This is one of several instances with this particular brand and model of drill. The co has been notified and is trading out the handpieces every three months.